Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the malfunction was not replicated or confirmed after extensive testing. Display cables were replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.